Manufacturer narrative:
Method: device history review: device inspection; risk assessment. Results: the customer reported xia 4.5 extended connector small breakage was confirmed via a visual evaluation. No manufacturing issues were identified during manufacturing record review. Per the correspondence, the device was implanted for 6 months, so it is likely that the connector experienced prolonged physiological loads. It is likely that the existing spinal curve and the placement of the devices allowed for a large bending moment to exist within the non-fixed region, which possibly caused a fatigue breakage of connector. Review of a similar complaint that had a material analysis performed, reveals that breakage of this connector can occur due to fatigue caused by continuous loading on the implant. This can occur if fusion has not been achieved and the implant is then tasked with bearing the entire weight of the spine. Conclusion: conclusion: the cause of the reported fracture of the xia 4.5 extended connector cannot be conclusively determined. However, review of previous similar complaints has revealed that this issue is often caused by fatigue breakage of the construct.

Event description:
It was reported that a patient returned to the hospital for extension surgery. Prior to the surgery the surgeon requested an x-ray and from the x-ray, it was detected that, the connector inside the patient was broken. Revision surgery was completed successfully without any adverse consequences.

Event description:
It was reported that a patient returned to the hospital for extension surgery. Prior to the surgery the surgeon requested an x-ray and from the x-ray, it was detected that, the connector inside the patient was broken. Revision surgery was completed successfully without any adverse consequences.